Manufacturer narrative:
Na

Event description:
It was reported that noise was observed when the patient reached her arm over her chest. Also the atrial lead impedance increased to greater than 2000 ohms and there was no capture at maximum output. This was resolved by reprogramming.